Event description:
Pt # (B)(6) underwent a bi-v ICD generator change. This pt is noted to have a history of appropriate therapy from her device. She additionally noted to have error code 1003, which is a known error that occurred in her defibrillator model which is associated with compromised performance of the low voltage capacitor and an increased rate of premature battery depletion. This pt was deemed appropriate for operative intervention for defibrillator generator change. The device was sent back to boston scientific to be analyzed. There are no pt injuries or adverse events associated with this occurrence.